Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. Readings of 11.4mmol/l and 8.7mmol/l were obtained using the subject meter, within 20 minutes of each other. In addition, results of 11.4mmol/l and 7.2mmol/l obtained using the subject meter, taken within 20 minutes of each other, from related pi# (B)(6) are also included in this report. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 9/23/2014. Device evaluation:the lay user/patients meter has been returned on 8/14/2014 and evaluated by lifescan product analysis on 9/11/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above the range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity, the test strip vial passed testing. The structural integrity of the test strip vial was found to be intact during a gross leak test (pressure decay testing). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/10/2015) correction. Additional tests were performed on the test strip vial desiccant to check for possible moisture issue. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.